Event description:
It was reported that the user experienced prolonged hyperglycemia with blood glucose around 500 mg/dl and minimal response to insulin delivery while connected to the ilet, then administered subcutaneous insulin by pen while still connected, after which glucose later dropped to hypoglycemic levels; the device problem and component were not clearly identified due to insufficient information. Symptoms included headache and dizziness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to establish a device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.